Event description:
A report was received that the patient was experiencing discomfort at the anchor site due to weight loss. No device malfunction was suspected. The patient underwent a revision procedure wherein the anchor was buried deeper. The patient was doing well postoperatively.